Manufacturer narrative:
Investigation into the event determined that the positively biased phbr results were obtained during a correlation between 2 phbr slide lots. The new lot of slides was more closely calibrated to the reference method. Biased results on some individual samples are expected. The root cause is a combination of an ocd calibrator adjustment for the new slide lot, expected calibration variability, and expected precision variability.

Event description:
A customer observed positively biased phbr patient results on a vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.